Manufacturer narrative:
Belt sn (B)(4) has not yet been recovered. Device evaluation of monitor sn (B)(4) is currently underway. The initial evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor contacted zoll to report that a patient passed away not wearing the lifevest. The patient was reportedly in the hospital when he received nine appropriate treatment shocks on (B)(6) 2018 during vt/vf. The patient's nurse indicated that 'the device did not correct the patient's rhythm and they had to use their pads to shock the patient back in to rhythm and place the patient on a drip'. The patient was reported to be intubated, on a ventilator and unconscious following the event. It is unknown if the patient was in the same condition prior to the event. The patient was also dnr but the patient's doctor still wanted the patient to continue use of the lifevest following the event. Review of the download data and ECG data indicates that the patient received nine appropriate shocks during vt/vf. The first shock occurred on (B)(6) 2018 at 17:27:04 and the last shock occurred on (B)(6) 2018 at 2:00:41. The rhythm during shocks 1-5 was vt/vf and the rhythm following each shock was sinus bradycardia at 50 bpm. Shock 6 was delivered during vt. The post-shock rhythm was asystole converting to vf. Treatment shocks 7 and 8 were delivered during vf. The post-shock rhythms after both shocks was vf. The final 9th shock was delivered during vf. The post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. CPR artifact was found on the patient's ECG throughout the event. The belt was disconnected after the final shock. The patient passed away two days later not wearing the lifevest.